Manufacturer narrative:
The closed suction catheter (csc) was received with a 4.0mm y-adapter attached at the distal end. The tip of the y-adapter is broken off at the point of insertion into the body of the adapter. The break is jagged, with visible stress whitening on one side. The bond between the tip and body in intact. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during use the y adapter broke off from the endotracheal tube and suction catheter. The adapter and suction catheter was exchanged out. No additional information was provided regarding the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).